Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed a crack in the anchor of the first device, as well as confirming the part and batch numbers of the second device. A visual inspection revealed that the device was returned with a tip protector. The anchor had not been deployed, but it had a crack most of the way through the plastic above the eyelet. There was significant debris on the anchor and shaft. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or bending during use, off-axis insertion, improper preparation of the insertion site, or failure to inspect the device for damage.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, two anchors (twinfix and a footprint) were fractured when screw-in. The broken pieces were removed with tweezers. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.